Event description:
It was reported that the patient experienced fluctuating glucose levels while using the ilet, including a post-meal hyperglycemic excursion after announcing a larger-than-usual carbohydrate meal and receiving insulin during a fill-tubing operation when the tubing was not yet attached, followed by a subsequent decline into hypoglycemia after announcing dinner while glucose was trending downward. Investigation included troubleshooting and user education by customer care. Further investigation of this case revealed that increased insulin delivery occurred due to device-driven correction for post-meal hyperglycemia and insulin delivery during fill-tubing without the user attaching the tubing. A later low blood glucose occurred associated with announcing a meal while glucose was falling. The user reported symptoms included low blood glucose (bg) and high glucose (fluctuating bg). Outcomes included the need for self-management with oral glucose and education on timing of meal announcements and consideration of announcing a larger meal for high-carbohydrate intake. It was concluded that, based on previously established findings for similar reports, the event course was consistent with user technique and meal-related factors rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.